Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation of the download data from the functional testing performed at the distributor, the monitor had a rounded current pulse. The cause for the failure was isolated to a faulty insulated-gate bipolar transistors (igbt) on the defibrillator pca. The specific igbt that was faulty could not be determined from the download data. The root cause for the faulty igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.